Event description:
(B)(4). I have experienced weight gain, hair loss, extreme fatigue, chronic pain in my muscles and joints....hips, back, shoulders, wrists, swelling, stiffness, high blood pressure, now have type 2 diabetes, blurry vision for years and not losing vision in my right eye more than left, pain in abdomen, a lot more painful cramping and sometimes excessive bleeding or longer periods, unexplained heart attack type symptoms but no reason can be found, dry dry skin, bloated belly looking pregnant most of the time, very moody, anxiety, depression due to all the problems that keep popping up, headaches, and from all the above, I do not function as I did before essure. I have missed some of the best years of my life, not being able to be with my family nor living like I would have, had I never gotten essure! I was healthy, happy, full of energy, woman, before essure. I hardly ever got sick and the only thing I ever had done, was I had my gallbladder removed in 1992. Now, I feel like an old woman! I am trying to find a doctor to remove these toxic coils from my body, so they do not continue to kill me. Hopefully, they have not migrated like they have on so many other women.